Event description:
The customer reported that she went to the emergency room with a high blood glucose reading of 400 mg/dl. The customer stated that she experienced chest pain, shoulder pain, shortness of breath, vomiting and frequent urination. Troubleshooting was performed, and the insulin pump was found to be programmed correctly. The insulin pump passed the prime test, but the customer didn't have a tubing clamp for the high pressure test. The customer removed the infusion set, and the cannula was bent. Advised the customer to change the infusion set. Also, shipped the tubing clamp to the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.